Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The reported problem was duplicated. Found one medium alarm displayed: pump settings and patient data lost in event history log (ehl). ¿rtc¿ in the pump was dated back to 2005. Device was reset date and time and charged up to 250 hours, but date and time were not retained. The cause was the board. Replaced printed wiring assembly (pwa) board to fix the reported problem and bring pump into full functionality. The device passed all functional tests after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the date, time, and patient data losses. Occurred during testing. No patient involvement was reported.